Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, they got an error saying object isn't linked to instance when pressing the data synchronization button. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error appeared on the screen. A technical support specialist checked and verified that the station had been successfully upgraded to version 1.7.4. This version included fixes for the previously reported bug errors. After performing a reboot of the station, the customer confirmed that the issue was resolved, and no further errors were encountered. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, they got an error saying object isn't linked to instance when pressing the data synchronization button. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.